Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 03/06/2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 6-8 times a day and takes sliding-scale "nph" insulin based on her meter readings. She also mentioned that her blood glucose levels have always been elevated, but she did not provide examples of what her normal readings were. The patient stated that the power issue had been occurring on and off for the past few days. During that time, the patient was able to test herself periodically with her mother's one touch ultra meter. On an unspecified date/time, the patient obtained a result of "hi" on her mother's meter. According to the owner's manual, a result of "hi" indicates a possible blood glucose level of over "600 mg/dl". The patient stated that she has had symptoms of high blood glucose for a long period of time. She reported symptoms of "frequent urination and thirst," and also that her eyes have been hurting. In 2007, the patient visited a clinic due to the symptoms and because she was unable to test her blood glucose with the reported meter. The clinic tested the patient's blood glucose using an unidentified device and a result of "high" was obtained. The patient was treated with an unknown type and dose of insulin. The patient replaced the meter's battery that same day, but the alleged power issue was not resolved. It would have been helpful to know the following information: what the patient's blood glucose levels were prior to the event, her medication regimen, and how she was taking her sliding-scale insulin during the time of concern. In addition, it would have been helpful to know when the result of "hi" was obtained on her mother's meter, what other meter results she got on her mother's meter, what actions the patient took before, during, and after the event, and if the symptoms got worse after the meter issue started. This complaint is being reported due to the following conclusion: the patient alleges she was unable to test her blood glucose, had symptoms of high blood glucose, and received insulin treatment for hyperglycemia by healthcare professionals.